Event description:
During a laparescopic nephrectomy, got an error tone and it displayed instrument. Tried to tighten the instrument . Tried to tighten the instrument and each time tried, the same error tone was noted. Swapped out instrument and continued case without incident. No pt consequence.